Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test. However, unit alarmed pump error 38 during rewind due to corroded motor home switch. No pump error noted. Unit received with minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, keypad overlay texture damage, missing retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 130 alarm along with other pump error alarms. Customer's blood glucose was 14.4 mmol/l. Insulin pump would be replaced.